Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the stent on the device was damaged at both ends due to "dogboning" where a minor positive pressure has been applied to the balloon causing the stent to flare at both ends, followed by withdrawal of the device aggravating the damage. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified unspecified vessel. The 3.50x8mm promus element stent was advanced to treat the lesion however, the device was not able to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good. However, returned device analysis revealed stent damage.